Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is "not feeling well/tired all of the time." It was also reported that there have been magnet tones from the implantable cardioverter defibrillator (ICD) "but no magnets are ever around when it occurs." The device remains in use. No further patient complications have been reported as a result of this event.